Event description:
Per the info provided to co by the physician's office, through co's intl rep, the device was removed due to "capsule formation of the pump and reservoir, that avoid its normal mgmt and produced very strong pain." As reported to co, the pump and cylinders were removed and replaced, leaving the reservoir in place.